Event description:
The facility representative contacted baxter to report an infusor pump that had a constant buzz. The event occurred during patient therapy. Therapy was interrupted. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Manufacturer narrative:
(B)(4). The conclusion code was inadvertently omitted in the follow-up medwatch report 6000001-2010-02907 001. The conclusion code has been provided in this follow-up medwatch report.